Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast and blood in the inflation lumen and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 4mm longitudinal tear at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination revealed that the distal tip was damaged. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination and tactile inspection presented no damage or irregularities to the hypotube. Microscopic examination presented no damage or irregularities with the bi-component weld bonds. The overall length of the catheter was measured and passed product specification. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. A 2.50mmx15mm emerge balloon catheter was advanced dilation. However, device was unable to cross the lesion. The device was removed and the procedure was completed with a 2.0x15mm emerge balloon catheter. No patient complications were reported and patient's status was good. However, returned device analysis revealed longitudinal balloon tear.